Event description:
Heartware left ventricular assist device (lvad) was implanted on (B)(6) 2019. The patient was admitted almost a year later for a controller change with a lvad pump involved in an urgent device communication from (B)(6) 2020 with the potential (< 1% chance) to not restart with a controller exchange. The patient controller exchange occurred in the pre-operative area by the cardiovascular operating room (cvor). The patient was prepped for emergency pump exchange in the event the lvad didn't restart. The lvad did not restart with controller exchange. Epinephrine (epi gtt) started and patient was taken emergently to cvor for a lvad pump exchange. Patient did require additional surgery and remains hospitalized for rehabilitation, but did not suffer serious, long term injury.